Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report the left eye went completely black intermittently. The surgeon moved to the other console to resume the ongoing procedure. Tse (technical support engineer) found nothing relevant in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and the reported issue was not replicated. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed on a printed circuit assembly (pca) test system. Started up without any errors. The image quality was sharp, no noise, and not tinted. The system was left idle for 1 hour and visually verified that there were no issues.

Event description:
Refer to h11 for follow-up information.